Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of over 600 mg/dl. Customer stated that they did not remembered date and time of hospitalization as this event occurred a couple of years ago. Customer throwing up profusely. Customer stated that her healthcare professional did not prime her insulin pump when she started a previous insulin pump, which led to the high blood glucose after she got home from that appointment. Customer stated that she was treated through an intravenous insulin drip, while she was in a coma until her organs started to work again. Customer stated that she had suspended the insulin pump, but that she was unable to get the rewound started. Customer stated that her blood glucose had been high due to illness and took a long time to change out her infusion set. Customer was able to successfully rewind the insulin pump and start a new infusion set or reservoir. Customer declined troubleshooting for the high blood glucose mentioned in the call. The insulin pump will not be returned for analysis.